Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 300mg/dl am fasting obtained that morning. The customer¿s expected am fasting blood glucose test result is 138 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strips are expired: manufacturer's expiration date is 02/21/2022; open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Expired test strips were not returned for evaluation. Meter was returned- reported defect not reproduced on returned meter. Retention testing not be performed as test strips are expired. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in a follow-up call on 21-nov-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.